Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient's spinal stimulator no longer works and could not find a doctor to fix it with their insurance. It was also stated that patient was in pain. No further complications were reported as a result of this event.